Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on information available no product malfunction occurred. Information for use: precautions and observations: as with the use of any rectal device, the following adverse events could occur: a. Leakage of stool around the device b. Rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa c. Peri-anal skin breakdown d. Temporary loss of anal sphincter muscle tone e. Infection f. Bowel obstruction g. Perforation of the bowel no lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on october 14, 2016.

Event description:
Complaint reporting that a patient developed a rectal-vaginal fistula after 15 days of device use. Device was removed. Patient was discharged to a long term care facility. No additional details have been provided.